Event description:
This procedure was part of the (B)(4) study in (B)(6): after predilatation, there was a small dissection on the proximal part of the target lesion. After first treatment with the evercross 5mmx80 at 16atm for 180 seconds, the dissection increased. It did not change after the second dilatation (14atm for 120 sec). The physician decided to treat this dissection with a stent to avoid restenosis. After stenting, the vessel looked well and the dissection was gone.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.